Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2006, and the lens was explanted in 2008 due to a refractive surprise. An iridectomy was performed and another icl was implanted.